Event description:
It was reported that when patient presented to the clinic pocket infection and erosion was observed on the lead. Lead was explanted. Patient was stable prior, during and post procedure.